Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a m6 and s3 alarm was not confirmed. The centrimag motor (serial #: (B)(6) was not returned for analysis. The root cause for the reported event was not conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manualsection 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device did not return for analysis. Similar reports has been investigated and the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott will perform a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The investigation will be submitted as a follow-up once it is complete.

Manufacturer narrative:
Approximate age of device- the centrimag motor is not a single use device. Approximate age of the device calculated while in use on the patient is 9 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported on a centrimag device starting (B)(6) 2019. It was reported that on (B)(6) 2019 the device was alarming an m6 "motor over temp" alarm. Flow and rpms were normal. The motor and console were reportedly free from any blankets covering the device and had good air circulation around it. The motor was exchanged. Subsequently, the motor was able to reach normal rpms but the console would not read the flow. The flow probe was exchanged for troubleshooting purpose but the issue did not resolve. An s3 "system alert" alarm was then reported. The console was subsequently exchanged and the issue resolved. No adverse patient consequences were reported. The patient had maps into the 40s but was otherwise asymptomatic. The console and motor will return for investigation. No additional information was provided.